Event description:
It was reported that an ilet pump¿s screen was cracked and became unresponsive after the device was carried in a pocket, and the user was unable to navigate the menu to perform a shutdown. Symptoms included no injury. Outcomes included no medical intervention, with the user able to continue glycemic monitoring via cgm and data already synced to the mobile app. Investigation included review of the event details and device history, with replacement arranged and return of the original device requested for evaluation. Investigation of this case revealed a hardware screen malfunction consistent with physical damage to the display assembly that rendered the touchscreen nonfunctional. It was concluded, based on previously established findings for similar reports, that the cause was user-related damage leading to display failure.